Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is control solution results that was falling below the control solution range of "100-134 mg/dl." This complaint is classified according to the documentation of the customer care advocate. The control solution issue first occurred three days prior. Reportedly, one hour after the control solution issue began, the patient had symptoms described as "low blood sugar, dizzy, shaky, and sweaty." The patient did not receive any medical intervention as a result of the reported issue. The patient reportedly ate more food three days later, at 12:15 pm as a result of the reported issue. During troubleshooting, the customer care advocate noted that the testing technique was not correct and a control solution test passed during training. This complaint is being reported because the patient claimed she had symptoms that were suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.